Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.

Event description:
It is reported that when the surgeon attempted to place the threaded pin into the guide to secure to the bone, the pin became stuck. Upon attempting to remove, the guide came off of the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. As received, the device is seized in the hole of humeral stem cutting guide. Dimension and hardness taken are within specification. The threaded pin has a dull point. Both the pin and guide exhibit wear and scratches. Pin lot is unknown and hence device history can not be reviewed nor its potential field age be indicated. Design history records review of guide indicates that all devices from the lot were manufactured to specifications. The guide is manufactured on january 27th 2014 and had a potential field age of approximately two years. These devices are used for treatment. A definite root cause cannot be determined with the information provided.